Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 describe event or problem- additional information. D9 device returned to MFR - additional information. D9 date device returned- additional information. H2 type of follow up- additional information. H6- additional information.

Event description:
Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete.

Manufacturer narrative:
(B)(4). H6- correction {remove 4114}.

Event description:
Subsequent to the 1st supplemental MDR with report number 3004753838-2022-187636-01, a correction is required. No product was provided for evaluation.